Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no incomplete staple line was noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: to clarify, did the device deliver a complete cut line with missing staples along the staple line? No. It did not deliver a complete staple line. Did the device deliver any malformed staples? No. Were any of the forces higher or lower than expected (closing or opening)? No aware of any change. Spoke to sales rep to attempt to clarify the event and no additional information is available. The sales rep reported that both devices were reported to have the same issue. Both will be returned.

Event description:
It was reported that during a roux en y bypass procedure, the stapler seemed to malfunction by not providing a completed line. The actual color of the reload was not reported. Case completed with another device of the same product code but different lot number. There were no patient consequences reported.